Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reya1446 showed no other similar product complaint(s) from this lot number.

Event description:
Powerglide wire didn't click, and catheter wouldn't advance forward even though the needle was visualized in vein, and the vein was straight.